Event description:
It was reported that the display intermittently fades out. Additional info received from the customer indicated that the unit was able to engage in patient monitoring activities, but the display cannot be read properly. Per the customer, the unit "seems to have multiple missing segments". Audible alarms and/or error messages were functioning as designed during alarm conditions. The customer stated, "the display is the multiple 7-segment led's and multiple segments are starting to fade out or have completely gone out altogether". No patient involvement.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a f/u report will be submitted.